Manufacturer narrative:
A supplemental MDR is being submitted to include additional information provided. A voluntary medwatch report was submitted for this case. The report number is mw5122987. Additional information was received clarifying the second valve was implanted under open intervention and cardiopulmonary bypass with replacement of a segment of the ascending aorta due to severe calcification and localized dissection.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the device and patient's anatomy were provided for evaluation. Review of the device imagery revealed the struts were slightly bent outward at the outflow side. Review of the patient anatomy imagery revealed the patient's access vessel was tortuous. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through evaluation of the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and three were identified as applicable to this event. The first root cause is a tortuous patient anatomy which can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per evaluation of the imagery provided of the patient's anatomy, the patient's access vessels had tortuous anatomy. The second root cause is a steep insertion angle which can result in non-coaxial alignment between the delivery system and esheath+. Non-coaxial advancement of the delivery system through the esheath+ may lead to resistance. Per the case notes, it was noted that the insertion angle through the subclavian artery may have been the cause for the high-tension force. The third root cause is excessive device manipulation/high push force which can lead to the valve struts interacting with the sheath shaft resulting in strut damage at the valve inflow side. Per the event description, "there was tension experienced during advancement of the commander delivery system with crimped valve through the 14fr esheath+". The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. Damage to the outflow side may likely have occurred during the delivery system/valve retrieval through the esheath+. There was no bent strut damage observed on the inflow side as reported. The inflow side bent struts were likely corrected during the delivery system/valve retrieval. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force and steep insertion angles) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-15474 for details of the other event. The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by the field specialist, during the transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve inside a pre-existing surgical valve via right subclavian approach, there was tension experienced during advancement of the commander delivery system with crimped valve through the 14fr esheath+. Tension was noted halfway through the sheath shaft. Once the delivery system with crimped valve was advanced through the esheath+, valve alignment was performed. It was noted that valve alignment was not performed in a straight section of the anatomy. At the end of fine alignment, a "pop" sound was heard. The procedure proceeded and the valve was advanced across the surgical valve without difficulty. Upon inflation attempt, it was noted on fluoroscopy that contrast was leaking towards the valve area and no inflation occurred. It was determined that the balloon had "rupture". A decision was made to withdraw the delivery system with crimped valve through the esheath+ but this was unsuccessful. It was noted on fluoroscopy that a strut from the inflow side of the valve was protruding from the rest of the crimped valve. A decision was then made to pull the valve back through the right subclavian while exposed from the esheath+, but this was also unsuccessful. The operators then decided to cut the hub off the delivery system to remove the pusher assembly. This was successful, but due to the balloon issue, the blue portion of the delivery system had become separated from the balloon and came out with the pusher. The inner portion of the delivery system was still intact and attached to the valve and balloon. A non-edwards sheath was then advanced over the inner portion of the delivery system and the valve was recaptured. The system was able to be withdrawn to the subclavian graft and artery, but the valve was "too mangled" to be advanced into the sheath. A second valve and delivery system was prepped. An open-heart surgery was then performed to implant the second valve via direct visualization and bypass. Prior to implantation of the second valve, the first system was surgically removed. The second valve was then successfully implanted. The patient was sent to the intensive care unit (ICU) in stable condition.